Event description:
Staphlococcus aureus infection of right knee post cardiac catheterization requiring antibiotics of diabetic pt. Pt diagnosed with septic arthritis 6 days post angiogram. Right knee with pseudo gout crystals. In 2001 pt diagnosed with staph aureus of right knee and increased wbc's (2+).